Manufacturer narrative:
Investigation: samples received: 3 closed cassettes and 2 opened. Analysis and results: there are two previous cases of this code-batch regarding the same issue. We manufactured and distributed in the market (B)(4) of this code-batch. There are no units in our stock. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b.braun surgical requirements. We have received 3 closed and 2 open cassettes for analysis. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirement of the b. Braun surgical (bbs requirement: [?]9.00 kgf in average). There are no ep/usp limits for this size. Results for the closed cassettes: 14.27 kgf, 13.87 kgf and 13.63 kgf in average. Results for the open cassettes: 13.50 kgf and 13.25 kgf in average. The cassettes received fulfils the finished product specifications and raw material specifications for the involved batch. Nevertheless, considering that the root cause is under investigation and the potential impact of such units corresponding to the involved batch, bbses decided to implement a contention measure proposing a recall of that batch as bbses assessment indicated that the risk is too high to keep such units in the market. In parallel, a CAPA was opened for further investigation. Final conclusion: cassettes received fulfilled raw material and finished product specifications. Therefore, at this time we cannot confirm the case until the root cause is identified. Actions on distributed product of this reference/batch: recall of this code-batch from the market as a contention measure.

Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K991223. No code available 3191 (veterinary case). If additional information becomes available a follow up will be submitted.

Event description:
It was reported that the thread broke after surgery. The reporter indicated that a veterinary case (cow) required a cesarean section. The uterus was sutured using the catgut. The peritoneum was sutured with vicryl and the skin was sutured with supramid white. One to two days post-operative the cow developed complications: not eating, gas inside abdomen and peritonitis. Via rectal exploration, it was noted the animal had a temperature of 40 degrees celsius. Measures taken by the surgeon: the catgut was replaced with another catgut. Per the reporter the consequences of the incident: the animal was sick with peritonitis and not able to inseminate again. The animal died seven days post operatively.